Event description:
It was reported that, "hard bone lateral prox femur. Osteotome edge curled over. Metal seems not strong enough to maintain integrity and sharp cutting edge."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.